Manufacturer narrative:
According to received information the hospital does its own repair and no service by our company representative has been done on the reported ventilator. Our investigation consists therefore only of device log evaluation. Device logs show that no pre-use check was performed prior to ventilation start on the reported date of event. The set ventilation mode was prvc (pressure regulated volume controlled} mode, the logs show that alarms for high airway pressure, regulation pressure limited, high peep and high respiratory rate, were generated during ventilation. In prvc the ventilator delivers a pre-set tidal volume and the pressure is automatically regulated to deliver the pre-set volume but it is limited to 5 cmh2o below the set upper pressure limit. The inspiratory pressure level is constant during each breath, but automatically adapts in small increments breath-by-breath to match the patient's lung mechanical properties for target volume delivery. The regulation pressure limited alarm is generated when the set volume is not attained due to the imposed restriction of the set upper pressure limit (- 5 cmh2o). The high pressure alarm is generated when the upper pressure limit is reached whereby the inspiration phase is terminated and goes over to expiration. With the information available we are unable to determine the cause of the reported problem but there is no indication of a ventilator malfunction at the time of the event. According to received information the reported ventilator is back in service with no more issues reported. (B)(4).

Event description:
It was reported that peep (positive end expiratory pressure) drifted while the ventilator was connected to a patient. There was no harm to patient. (B)(4).